Manufacturer narrative:
The reported tear was confirmed. Cusp 1 was torn near stent post 1. Thinning and loss of collagen fibers was noted throughout all three cusps, including at the tear site. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation revealed thinning and loss of collagen at the tear site, which could have contributed to the tear.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2016, an abbott sizer (model#: b1000) was used and a 29mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. There was no problem observed during the patient's follow-up in (B)(6) 2020. However, worsening of mitral regurgitation was suddenly observed during a follow-up in (B)(6) 2020 and the patient experienced dyspnea. A tear on the leaflet was confirmed in the echocardiogram, which led to a re-do mitral valve replacement(mvr). The re-do mvr was performed on (B)(6) 2020 and the epic valve was explanted and replaced with a mosaic bioprosthesis mitral valve(manufacturer: medtronic). The patient is in stable condition postoperatively.